Manufacturer narrative:
(B)(4); available information indicates the device remains in service. A request was made for the article author to provide the device serial number, but this information was not provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Sousa, m. J. And t. Betts (2017). "Inappropriate shocks from a subcutaneous implantable cardioverter-defibrillator due to oversensing during periods of rate-related bundle branch block." J arrhythm 33(1): 73-75.

Event description:
Boston scientific received information from a journal article that the (B)(6) female patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks while swimming, due to t-wave oversensing. The second shock induced ventricular fibrillation (vf), which was successfully converted by a third shock from the device. The sense vector was reprogrammed to secondary, to avoid the t-wave oversensing. No adverse patient effects were reported.